Manufacturer narrative:
The field event of capturing problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Additionally, visual inspection found no anomaly on the header related to the field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented with dizziness in the emergency room. It was noted that the pacemaker exhibited failure to capture. Programming changes were made but it was unsuccessful. The physician explanted and replaced the pacemaker. The patient was in stable condition.